Event description:
Information was received from multiple sources (company representative, friend/family member (father of patient), healthcare provider, foreign) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient diagnosis included tetraparesis because of dystonic cerebral palsy. The patient¿s medical history included trials of intrathecal baclofen (itb) and recommendation of itb implant in (B)(6) of 1997. It was indicated that rom (B)(6) 2010 through (B)(6) 2012, the patient had a loss of intrathecal baclofen (itb) effectiveness, increasingly accompanied by multiple problems: dystonic "storms", difficulty in communication (using head switch-controlled voice output computer), amenorrhea, difficulty eating etc. It was reported the patient began a series of visits with multiple specialists. On (B)(6) 2016 the patient was evaluated by an hcp who requested a complete MRI. On (B)(6) 2012, the MRI showed a gross discopathy at c6 c7 impinging markedly on the anterior subarachnoid space with accompanying central canal stenosis. In consultation with the hcp, it was decided to first substitute the catheter and then proceed to a discectomy. On (B)(6) 2012, the patient had a revision of the itb system with an ascenda 8781 catheter to c2. The status of the explanted catheter was indicated as unknown.

Manufacturer narrative:
Continuation of d10: product ID 8731 implanted: (B)(6) 2009 explanted: (B)(6) 2012 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.